Manufacturer narrative:
Olympus technical assistance center (tac) worked with the customer to troubleshoot the issue. A functioning maj-1933 cv processor to clv light source endoscopy communication cable was installed and the error was resolved. They determined the problem was caused by a malfunctioning maj-1933 cable. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the clv-190 loaner unit presented a communication error code (b30) upon installation. There was no patient involvement.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: conclusion: follow-up by the customer service department confirmed that the issue was solved by replacing maj-1933. Therefore, there is no abnormality with the subject device. The digital light source cable (maj-1933) was broken causing the reported event.